Manufacturer narrative:
The reported oad was received for analysis without the guide wire. Analysis of the device did not reveal any damage or adhered biological material on the driveshaft or crown. There was no damage observed with the device that would have contributed to the formation of a hematoma. When tested the device functioned as intended with no abnormalities observed. At the conclusion of the failure analysis investigation, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), a hematoma occurred. The target lesion was 90% stenosed and located in the popliteal artery. When the initial guide wire was exchanged for the csi viperwire, wire access was lost due to movement of the sheath. The patient then presented with a hematoma at the access site and the sheath was unable to be advanced. The procedure was aborted and the patient was discharged in stable condition.